Manufacturer narrative:
Continuation of d10: product ID a810: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from helahtcare provider (hcp) regarding a patient who was receiving unknown drug via spinal pain via an I mplantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) wanted to do a single bolus first prior to bridge and only programmed that but did not program the bridge. The hcp had the patient come back into program bridge. The patient came back within ~1 hr. Duration of single bolus was 2 hrs. The hcp adjusted the bridge volume based on single bolus amount infused of ~0.005 ml and had the hcp program manual bridge.